Event description:
It was reported that: at the beginning of an open heart case, the doctor selected automatic ventilation by using the auto/man selector valve, and the ventilator did not function. The doctor then selected manual ventilation and the ventilator started to automatically ventilate. The patient was ventilated with an alternate device unitl the anesthesia machine was replaced to complete the case. No patient injury reported.